Event description:
It was reported that the enclosed relay cable was used, but the product was different from usual in that it felt stiff and didn't fit well when connected to the catheter sensor cable . As per ibc follow-up received on 30may2022, stated that patient felt stiff.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the enclosed relay cable was used, but the product was different from usual in that it felt stiff and didn't fit well when connected to the catheter sensor cable . As per ibc follow-up received on (B)(6) 2022, stated that patient felt stiff.

Manufacturer narrative:
The reported event was unconfirmed because the device meets specifications. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. A temperature sensing catheter extension cord was returned opened without original packaging. No damage to the cord was noted. Photo samples were also returned. No damage was noted in the photo samples. The physical sample was evaluated. Connections of the cord to the plug and socket were secure. Using a multimeter, the cord was tested for and found to have continuity. The cord was connected to an in-house temperature sensing catheter submerged in a water bath (119118 lot ngevz327) the cord was then attached to a kilo device and was able to display the temperature. The device history record review was not required as the reported event was unconfirmed. The labeling review was not required as the reported event was unconfirmed. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.